Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was advised to continue using the pump and instructed to call back if the malfunction code recurs; the customer acknowledged and understood these instructions.